Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that undersensing was observed on the atrial channel. The device interpreted conducted ventricular beats as premature ventricular contractions. This caused not having atrioventricular delay and therefore loss of pacing. The patient was asymptomatic and left the clinic before any programming changes were made. The patient is in stable condition and will continue to be monitored.